Event description:
It was reported, that "the device will not maintain air within the cuff after 4 weeks usage." There was no reported pt injury and/or change in therapy. The involved device has been returned, and forwarded to the quality analytical laboratory for eval.